Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's power module was malfunctioning. The display monitor said "not connected" though she was and the power module battery symbol was lit yellow and the pt had an audible alarm. Of note, the pt had 2.5 hours of low voltage advisory alarms on her history screen and she reported no audible alarms associated with these.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.